Event description:
During commission before clinical use of the brainscan software, a customer observed unexpected dose calculation results for a certain multi leaf collimator (mlc) field size. Brainlab investigation has shown: the brainscan pencil beam dose algorithm may overestimate the dose delivered to the target region if both of the following conditions are met: the scatter measurements have been performed according to the technical reference guide (trg) "brainlab physics" (any revision), i.e. The scatter table was measured and implemented without values for equal jaw and mlc field sizes and in the treatment plan, the margin between jaw position and mlc field shape is set to a value smaller than the default margin of 8 mm in leaf movement direction and 2 mm in direction perpendicular to lead movement.

Manufacturer narrative:
Although there has been no patient injury nor any adverse event reported to brainlab by any hospital regarding this issue, a risk to patient health could not be excluded. Eval: (B)(4). Brainlab has concluded the following corrective actions: existing potentially affected customers receive a field safety notice / product notification letter; describing the limitation of the algorithm in regards to small margins between jaw field size and mlc field size. These customers will receive an updated instructions for use; including the recommendation to use suggested / default margins for the jaw positions in relation to the mlc field. Additional catalog #: 20140c.